Event description:
It was reported that cgm displayed error message 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed that cgm error did not return, and was advised to wait 20 minutes before starting next sensor session, which customer understood and acknowledged.